Event description:
It was reported that after a supply change and while addressing an urgent low soon alert, the user experienced hypoglycemia with blood glucose readings of 71 decreasing to 63; the user ingested jelly beans and had a glucose tablet available, and oral glucose was recommended and taken. Symptoms included hypoglycemia with flushing, sweating, and anxiety. Outcomes included the need for unexpected medication intervention in the form of oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings and insufficient information to identify a specific device problem or implicated component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.